Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2020.

Event description:
It was reported that the patient was experiencing increased pain in the hips and other pain areas when stimulation was on. Patient also experienced less pain with the stimulator turned off . The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable one. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.